Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue occurred during a diagnostic coronary procedure which was completed by moving the patient to another room. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log files were analyzed which indicated a malfunction indirectly, due to the missing timeframe in the logging. To resolve the issue, the fse performed the reinstallation of the suit pc software and reconfigured the x-ray system. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error message of ¿xray cannot start application¿. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.